Event description:
It was reported to hill-rom that a hospital staff member pulled a muscle in her back while trying to move the clinitron bed. A hill-rom service technician inspected the bed and found that the brakes were set on the bed while the hospital staff attempted to move the bed. He repositioned the wheel so that the brake pedal could be accessed by the account more easily.